Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to leakage from deformed up/down angulation control knob and deformed right/left angulation control knob. The event can be detected and prevented by following the instructions for use (IFU) section: detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited jet-tube was with remains of white foreign material inside. There were no reports of patient involvement.

Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: water tightness was lost due to deformation of upward/downward and right/left angulation control knob; grip packing ring was loose; plastic distal end cover had a dent and connecting tube and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.